Event description:
It was reported that the patient experienced infusion set fell off due to tape not sticking in used between one - three days on 15 apr 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.